Event description:
It was reported the liner did not fix in the cup and while fixing the liner, the acetabular wall of the patient broke. The surgery was delayed two (2) hours. Surgeon had to abandon the case and the patient will need revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: (B)(6) 28mm i.d. Size ee elevated rim liner use with 44mm o.d. Size ee shell (B)(6). (B)(6) bone scr 6.5x25 self-tap (B)(6). (B)(6) bone scr 6.5x25 self-tap (B)(6). (B)(6) bone scr 6.5x30 self-tap (B)(6). G2:foreign:india. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02547. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified shell shows nicks and scratches to the rim face, inner spherical bottom, and scallops. No other damage was noted. Liner shows damage from attempted implant includes a hole through the spherical surface, gouges to the anti rotation scallops and elevated rim, and multiple areas with indentations on the outer spherical surface. The indentation areas align with the shell cluster holes when rotated in multiple positions. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the damage to both returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.